Manufacturer narrative:
Returned to manufacturer on: battery pack (B)(4). Battery pack (B)(4): 09/07/2010. Device manufacture date: battery pack (B)(4). Battery pack (B)(4): 09/2008. Date received by manufacturer: battery pack (B)(4). Battery pack (B)(4): 09/07/2010. Device evaluation summary: device evaluations of battery packs (B)(4) have been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within battery pack (B)(4). One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Upon evaluation of battery (B)(4), components u1 and u2 on the battery pca board were found to be defective. The root cause of the defective components cannot be positively identified, but was likely due to random component failure. No adverse event resulted form the defective battery packs.

Event description:
The (B)(4) distributor had returned battery packs (B)(4) to zoll lifecor stating the batteries are giving an error when placed on the charger.